Event description:
It was reported that the right atrial (ra) lead dislodged multiple times during the implant procedure. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for analysis. A visual examination of the lead revealed the helix was in the retracted position and covered with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix could be successfully extended and retracted. The full helix extension length was measured within required performance specification. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual inspection of the lead revealed no anomalies.